Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17976 , 1627487-2021-17977. It was reported that one of patient lead at l1 was fractured. It was confirmed via x-rays. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced, and the physician also replaced the leads at l2 and l3 for better coverage. Effective therapy restored post-op